Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for a potential closure complication issue. The exact root cause could not be determined. It is possible that a pseudoaneurysm occurred after use of an angio-seal and surgical intervention was performed to resolve the issue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted. E3: occupation: risk manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report#: (B)(4). The event description states: "pseudoaneurysm following angio-seal closure. Patient required another procedure to repair pseudoaneurysm. Procedure findings: (1) no evidence of injury to aorta, (2) no active contrast extravasation in the liver, and (3) vascular injury to left hepatic artery with cutoff sign and segment 7/8 hepatic arteries with small pseudoaneurysm formation and spasm. Postoperative diagnosis: liver laceration, complications: none, specimens: none, estimated blood loss: 10 ml, condition of patient: the patient was transferred in stable condition. What was the original intended procedure? 1. Aortogram, celiac and hepatic arteriogram. 2. Coil embolization segment 3 and segment 8 hepatic arteries. 3. Gelfoam embolization left hepatic artery and segment 7/8 hepatic arteries. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable." Additional information was received on 12feb2025: size of procedure sheath used is unknown. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. Hemostasis initially achieved using the angio-seal. No multiple sticks were performed to gain arterial access. No, puncture site was not below the common femoral artery or a low stick. An ultrasound was performed to diagnose the pseudoaneurysm. Intervention performed, was a thrombin injection.